Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones due to a bd code indicative of battery depletion. A review of the device data confirmed that the bd code was due to excessive magnet application on several days in january. The days of magnet application correlate with an unrelated medical therapy for which a magnet was used. Technical services (ts) noted that this error was benign, and no intervention is required. No adverse patient effects were reported. The device remains implanted and in service.